Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation: the implant was not returned and instead investigation will be done based on the supplied images. The images (2 total) were reviewed and the complaint condition for broken could be confirmed as the images showed that one of the cortex screws appears to be broken along the shaft. As the implant was not returned, an as received, dimensional, material or drawing reviews are not applicable. A device history review could not be performed as the lot number could not be determined from the supplied images. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation, no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Risk document review was completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). This report is for an unknown screws: cortex: trauma/unknown lot. Part and lot number are unknown; UDI number is unknown. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during an unknown procedure, the patient underwent a revision surgery because the locking compression plate (lcp) wrist fusion standard bend plate broke due to nonunion. All the distal pieces of the one (1) 2.7mm cortical screw and one (1) locking screws were also broken. All the remaining implants/screws were intact. A new lcp wrist fusion plate straight was applied. Procedure outcome and patient status are unknown. This complaint involves three (3) devices. This report is for one (1) unknown screws cortex. This report is 2 of 3 for (B)(4).